Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver displaying "call tech support" message with "vibrate" and "beep". Data was received but does not reflect full investigation window. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it passed. Functional testing was unable to be performed due to the receiver not booting up. Confirmation of the allegation and a root cause could not be determined.